Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller (MRI tech) reports patient (pt) had I ndicated they had lost their controller and ins is dead. Caller does not know when. Caller reports they had reached out to a mdt rep, brandon, unknown last name sometime last week and brandon indicated they would talk to patient. Caller reports brandon informed patient they could have MRI of lumbar spine. Reviewed MRI eligibility report. A rep later reported that the MRI tech had reached out for MRI guidance and re-reported the previous events, with additional information that the pt has not used the ins in a long time. Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the pt had not used their ins in a long time because her pain was well managed by meds. But now she wishes to use it again. The rep gave the pt the number to patient services (pss) to order replacement equipment (recharger (insr) and programmer), they will have an appointment to clear the por message. This issue has not been resolved, the pt said they will call/text the rep when they receive the equipment. This information was not confirmed with a physician/account as they are on vacation, but the pt has an appointment with them in twoweeks. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they used their implanted neurostimulator (ins) for the first year, but their ins wasn't "strong enough" for them and the pain was so great their healthcare provider (hcp) had to increase the pain medication and now they use a "zenix" device that has electrodes they would place on their back. Pt hasn't used the ins since "at least 5 years" and they lost their pt programmer and recharger device. Pt noted they needed an MRI. Patient services (pss) reviewed their ins was most likely over-discharged. Pt noted they were scheduled to meet with a manufacturer representative (rep) in person on monday. Pss sent an email to the local mdt reps requesting a response so a wireless recharger could be sent to the rep. Or clinic so the pt can be trained on how to use the wireless recharger. The pt was also warm transferred to sunmed for a programmer. The rep called to ask about charging an overdischarged ins. The caller reported that they were with the patient attempting to complete a prm. The caller indicated that the patient's ins has been depleted for three years. The caller indicated that the event was reported but the caller did not have the report number at the time of the call. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed information about charging the ins and using prm. The caller will continue charging with the patient. Mdt rep called due to patient receiving eos on their programmer. Rep is asking whether or not there is "anything else to do" when patient receives an eos. Reviewed device information and eos. Caller states rep was notified about a month ago that the pt was having issues related to their device. The caller has an email exchange from the rep (mdt rep holly frankenburg) indicating that the ins has reached 'end of life' and the rep met with pt twice and 'couldn't jump start it'. At some point three weeks ago the pt was provided a new programmer per caller. Note that the caller is MRI tech and not familiar with all details/jargon. The caller indicates the event date was two weeks ago though that time frame does not seem to line up with the notify date. The pt needs lumbar spine scan. Rep asked the caller: if the pt can verify ins is off/eol will the caller still scan lumbar spine; tss advised the ins needs to be put in MRI mode or the elig form needs to be filled out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.